Event description:
A dynaflex device was implanted on 6/8/90. The left cylinder was revised on 7/1/91. The entire device was removed from the pt on 6/13/97 due to "malfunctioning"-broken down. An ambicor device was implanted.